Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a patient's light adjustable lens (lal, sn: (B)(6), +22.5d). A vitrectomy was performed and the lal was placed in the sulcus.